Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain at the implant site. They presented for a pocket revision procedure where the implantable cardioverter defibrillator was successfully repositioned. The patient was stable.